Manufacturer narrative:
Based on the description of the issue and communications with the surgeon, the patient appears to have reherniated due to a traumatic fall where the mesh (seal) portion of the device migrated with the herniated material. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or new information submitted, another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
Approximately 11 months after implantation, the patient had a fall which caused a reherniation with mesh migration. A revision surgery was performed where a medium amount of nucleus was removed, and the mesh portion of the implant was also removed.